Manufacturer narrative:
G4: 17jul2020 b4: (B)(6) 2020 the device was evaluated by a philips multi-vendor biomed technician who confirmed the reported issue. The technician cleaned all the control surfaces with alcohol which resolved the reported issue. No replacement parts were required and the device was placed back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jun2020.

Event description:
It was reported that the unit had a touchscreen failure. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.